Event description:
It was reported a perforation occurred. The subject presented with recurrent chest pain and diagnosed with unstable angina. At the time of event, the subject was on aspirin and prasugrel. The 90% stenosis from the mid-distal right coronary artery was pre-dilated with a 2.5 mm x 20 mm balloon and a 3.0 mm x 15 mm wolverine cutting balloon. At this time a contrast blush in the vessel wall without clear extravasation was noted leading to concern about a micro perforation or dissection. A 3.0 mm x 20 mm balloon and 3.0 mm x 20 mm non-boston scientific covered stent were used. Following pre-dilation, the lesion was successfully treated with 3.0 mm x 20 mm synergy drug eluting stent with no evidence of dissection or perforation. The event was considered recovered/resolved.